Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by sales rep (B)(6) that this universal driver failed, did not work normally during a surgery in hosp (B)(6). Other device was used and there was not any adverse consequence reported.